Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Concomitant medical devices: dilatation catheter: nc voyager 3.5 x 12; guide wire: runthrough hc; inflation: indeflator; guide catheter: mach1; stent: xience (2). Evaluation summary: the device was returned for evaluation. The reported torn guide wire exit notch and inflation issue were confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure at the ostium of the mildly tortuous, moderately calcified, left anterior descending artery (lad) and the circumflex artery (cx), two xience stents were deployed for treatment of a 99% stenosis. Dilatation was performed twice at 8 atmospheres in the high lateral (hl) using a 2.25 x 15 rx tenku balloon. The balloon was deflated and left in the hl. A 3.5 nc voyager balloon catheter was advanced to the cx and a 4.0 non-abbott balloon catheter was advanced to the lad. An attempt was made to perform a triple kissing balloon technique; however, during the attempt to pressurize the tenku balloon catheter, the pressure indicator did not increase and blood was observed to be coming into the indeflator soon after the initiation of balloon pressurization at approximately 4 atmospheres. The tenku catheter was withdrawn from the anatomy with some resistance due to the other dilatation catheters in the coronary arteries, and a hole/tear was seen around the guide wire exit port. The procedure was completed using a non-abbott balloon catheter. There was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.